Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous high tg (triglyceride) patient results and high qc (quality control) results. Customer reported the erroneous patient results were reported out of the laboratory. Customer reported calibration for valporic acid failed. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the reagent probe and the samples probe. The fse performed maintenance including replacing the tubing, the collar wash, the cuvette wash probes and the valves. The fse verified performance.

Manufacturer narrative:
(B)(4).